Event description:
The customer reported that the system locked up during a case. The system had to be rebooted and the procedure was completed. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.